Event description:
It was reported the customer had frequent battery changes on their insulin pump. The customer also stated their act and esc buttons were sticking, causing high blood glucose. The customer also had unexplained no delivery alerts. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.